Event description:
Information was received that during used of this smiths medical cadd ms3 pumps, the pump lost programming settings. Subsequently, the pump was replaced by the backup pump. Reported doses amount of 17.5ng/kg/min. No adverse effects were reported.